Event description:
Reprise IV study. It was reported that complete heart block(chb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject received a loading dose of 81 mg aspirin. A lotus introducer sheath was placed and then the native aortic valve was treated with the deployment of a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, all in accordance with the directions for use. Post procedure event summary: on the day of the index procedure, the subject developed complete heart block. A permanent pacemaker was implanted and the event was considered to be recovered all on the same day. The subject was discharged from the hospital the next day.